Event description:
Event description cpi received information that during a routine device changeout, the new implantable cardioverter defibrillator (ICD) could not be interrogated. The physician was conducting dft testing and during the attempted delivery of a high energy shock, the device displayed a shorted lead indicator and an error code message. Examination of the chronic transvenous defibrillation lead revealed insulation damage. An arc mark was also visible on the ICD. The lead and ICD were explanted and a new ICD and lead were successfully implanted.